Manufacturer narrative:
This report is being submitted as part of a system level review. If any add'l info is obtained a supplemental report will be submitted. Clinical info reviewed: medical records info review indicates that on (B)(6) 2014, the pt experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event of cardiac arrest. There is no history of specific malfunction or product being out of specification. The device investigation has not been completed. There were no products returned for investigation. Plant investigation: the alleged complaint event is considered not confirmed as a sample from the reported complaint event was not made available for eval. An investigation of the sap sales data was conducted to identify lots sold to client two months prior to the event date and one month following the alleged complaint event. Retrospective record review did not identify any nonconformance reports and/or abnormalities during the production of these lots that could be contributed to the complaint event. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. The event reported on this pt involves six separate products.

Event description:
It was reported by the clinic that the pt started her hemodialysis without difficulty, her vital signs were stable. A short time later the pt stated that she was having difficulty breathing. The pt was started on oxygen via nasal cannula and then became pulseless. Cardiopulmonary resuscitation was initiated, the automated external defibrillator was applied, one cycle of CPR was performed and the pt regained consciousness. The pt was transported to the emergency room for further eval.